Manufacturer narrative:
Results of the per relayed by the engineer: based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, the instrument was subjected to a reverse torque greater than the masterbond was able to withstand. Based on these determinations this reported failure is not associated with the manufacturing processes at (B)(4). Use of instrument in counterclockwise direction is not intended for a torque wrench calibrated only in a clockwise direction to 18in-lbs. Vendor states that the instrument is not meant to remove the screws. This was not a supplier issue. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found one additional complaint for this part/lot. Relayed results to sales rep, requesting he inform the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a torque limiting driver fractured during a revision knee procedure for osteolysis. It is unknown if the revision was of biomet product or competitor. The driver piece connected to the handle unscrewed as the driver was being used to unscrew a bolt. No pieces fell into the wound. Depuy products were implanted into the knee.